Manufacturer narrative:
Internal file number - (B)(4). Subsequent to filing the initial/final mdrs, the cine was received and reviewed by an abbott vascular clinical specialist. The reviewer noted there was a balloon catheter that was in a state of partial deflation. The balloon is not seen being removed in conjunction with the guide catheter but there is no indication for imaging a partially deflated balloon unless it cannot be fully deflated. The probable cause for the partial deflation could not be identified.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported deflation issue and difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the difficulty removing the device appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified de novo proximal left anterior descending artery that was 90% stenosed, and did not have any tortuosity. An unspecified stent was implanted in the lesion, and then post-dilatation was done with a 4.0 x 15 mm nc trek balloon at 18 atmospheres (atms) for 14 seconds. After the second inflation, which was at 18 atms for 10 seconds, the balloon would not deflate completely. An attempt was then made to disconnect and re-connect the indeflator and another syringe was used; however, the balloon would still not completely deflate. Therefore an unspecified guiding catheter and the device were removed as a single unit because the device was not able to be removed from the guiding catheter since the balloon was inflated. Therefore, once both devices were outside the anatomy, the proximal end of the hypotube of the device was cut in order to pull out the distal end of the balloon catheter through the guiding catheter to successfully complete the procedure. There was a small delay in the procedure, but it was not clinically significant, and there were no adverse patient effects. No additional information was provided.